Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that upon opening the packaging of the balloon catheter the nurse was able to see through the packaging and sterility was questioned. The catheter packaging had a hole in it. The catheter was not used and was replaced. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, balloon catheter 2af283 with lot number 89274-19, was returned and analyzed. The original packaging was inadvertently discarded during the check-in process and the catheter placed into a biohazard bag for lab analysis and therefore, the packaging and sterility allegation could not be confirmed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter passed the performance testing , electrical integrity, deflection testing and impedance as per specification. In conclusion, the reported packaging and sterility issue could not be confirmed through testing; however, the returned catheter passed the returned product inspection per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.